Manufacturer narrative:
The fse replaced the hrsv to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the hrsv had a failure on the right side. There was no reported patient injury.